Event description:
The surgeon inserted an aa204vf silicone plate lens but removed the iol during the dame surgery due to the zonules being too losse to hold the iol in place. The incision was enlarged to remove the iol but suture were not required. The surgery was finished with an anterior chamber lens.